Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed and x-ray revealed lead dislodgement. The lead was explanted and replaced without complications. The patient received no adverse events.